Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported that a screw head broke off during implantation. The remaining portion of the screw was removed from the patient and the screw hole was filled with bone graft putty material.

Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the product returned. There were no indications of material or manufacturing defects. The results of the investigation have concluded that the root cause for breakage was due to mechanical overload on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.